Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was noted on both the atrial and right ventricular lead. Patient was asymptomatic. There are no plans to address the issue. Lead will be monitored until the next routine check-up.